Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000107 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent cardiac ablation procedure that included carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and smartablate¿ system irrigation pump (jpn). The patient experienced st elevation, vt (ventricular tachycardia) and air embolism that required dc (direct current cardioversion), pcps (percutaneous cardiopulmonary support) and admission to intensive care unit. Description of health hazard was a st elevation and vt. After pvi, the physician noticed that st had elevated and then confirmed ECG that appeared to be vt. Dc was performed, percutaneous cardiopulmonary support device (pcps) was placed, and the patient left the catheterization room. After that, the patient is under observation in the intensive care unit. Currently, the patient has not been discharged because there is still a possibility that his/her brain is not normal. However, the patient has not suffered a cerebral infarction. Cf monitoring methods was dashboard; vector and visitag. Visitag coloring settings was tag index. Visitag additional filter was fot. Causal relationship with the product was unknown. Physician's judgment on health hazard was serious. Additional information was received. The adverse event was discovered during use of biosense webster products. The detailed information about any neurological symptoms was not available, but the patient has been in a low state of consciousness. When called, a little body movement appeared. There was no noticeable recovery. Physician's opinion on the cause of this adverse event was that there could be multiple causes and could not identify. The air embolism definitely occurred, but the timing was unknown. When the physician noticed the patient symptom, the air was inside the patient body. Since both the carto vizigo¿ 8.5f bi-directional guiding sheath - small and the sl0 were used, the physician could not identify which sheath caused the air embolism. The outcome of the adverse event was unchanged. The patient is still hospitalized due to depressed level of consciousness. Servicing was not needed for the smartablate pump.